Event description:
Update ad 14 jun 2024 medical records received: patient underwent revision due to extensive metallosis involving proximal femur, hip abductor musculature, trochanteric bursa and hip capsule with intact fixation of distal femoral stem and acetabular component. The surgery entailed removal of the stem through an extended trochanteric osteotomy, removal of the metal liner as well as removal of the acetabular cup. Extensive brown colored fluid was found in the hip capsule and metal debris was debrided throughout the hip. A constrained liner was used to mitigate the potential for postoperative instability as the surgeon did not feel a dual mobility articulation would provide adequate stability in the absence of a fully intact abductor mechanism. Extensive abductor damage was found. Doi: (B)(6) 2008, dor: (B)(6) 2023, affected hip: right.

Manufacturer narrative:
Product complaint # (B)(4). The information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#121887456 / lot#2434096 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product part#121887456 / lot#2434096 combination.